Event description:
Kimberly-clark received a report stating, feeding tube broke between the head and the stem. Stem remained in the patient. A CT scan was performed and the tube was found to be in the descending colon. It was decided to leave the piece and allow it to pass through the stool. Mother confirmed the stem did pass with stool. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and the product met specifications. Two attempts were made to obtain the complained device,however the device was not returned to kimberly-clark for analysis. A photo of the device was sent to us but without the device, no root cause for this incident could be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.